Event description:
A baxter europe customer reported that a donor developed a uritication of 2 cm diameter around the inlet needle insertion area, along with a smaller urticae of 4x4 cm above the insertion, about 5 mins into an apheresis donation. There was no abnormality noted on the return side arm. This was the donors 52nd donation. There have been no similar events for this donor in any of the prior donations. No medical intervention nor dermatological consultation were necessary. The donor left the blood center in good condition.